Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by the customer that item not flushing completely.

Manufacturer narrative:
The customer reported item 22003e-07 was not flushing properly, and returned 13 samples, of multiple reported lots. Upon initial visual examination, the sets had no defects or abnormalities. The the sets were tested for a known smart site occlusion issue, and 4 of the 13 samples failed. They did not have enough lubrication applied during assembly, and were not able to open properly. The manufacturing plant found the root cause for the occlusion to be related to incorrect amount of fluorosilicon lubricant in the smart site piston. The plant implemented actions to address the issue, which includes adjusting the fluorosilicon hoses, and replaced a broken internal cable. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.